Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular (rv) lead, the lead could not be fixed effectively. After the lead was in place, it was still unable to pace. The lead tip was unable to be moved when preparing to spin out and change the position of the lead. After many attempts, it was fixed firmly and still could not be taken out. It was suspected that the head end of the spiral was fractured. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.